Manufacturer narrative:
Power error detected alarm noted due to non-sleep anomaly software error. All operating currents are within specification. Unit passed displacement test. Hardware low level failure alarm (variable info=3) confirmed in the pump history and during self test due to broken trace on u1 keypad assembly.(pin 6). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a power error detected alarm. The customer¿s blood glucose was 162 mg/dl. The customer was able to clear the alarm. The troubleshooting was not performed. The insulin pump will be returned for analysis.